Manufacturer narrative:
No button error alarm noted during testing. The buttons did not respond due to corroded keypad trace. The device had cracked display window and cracked reservoir tube lip.

Event description:
Customer reported a button error on her insulin pump. The device froze during a bolus delivery. Customer replaced the batteries and the device alarmed button error. Customer's blood glucose is 238 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)